Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 00018225656-2017-01827; 0001822565-2017-01822; 0001822565-2017-01828. No device or photo was provided therefore the condition of the components are unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported devices are used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. Medical records were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided

Event description:
It is reported that the patient is being considered for a revision due to unknown reasons. No revision has been reported to date.